Event description:
At 8:40 p.m., the customer obtained a control reading of 170 mg/dl on a contour next link 2.4 meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.